Manufacturer narrative:
Reported event: an regarding instability and crack/fracture involving an unknown triathlon insert were reported. The events were confirmed based on provided photos. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show explanted femoral component, baseplate and insert. Bone ingrowth were noticed on femoral component and baseplate. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. Fracture and severely worn were noticed on medial condyle (posteriorly). The reported issue was confirmed. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: insufficient medical records were provided for review. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device identification, operative reports, progress notes, serial x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
No new information.

Event description:
This pi is for the 2024 revision of femoral component, insert, and tibia. A slide deck was provided to clinical research manager outlining the following: position: right knee. Date removed: on (B)(6) 2024. Time in situ: 3 years (insert) and 11.3 years (femoral and tibial components). A triathlon knee...revised after 3 years (insert, pi) and 11.3 years (femoral and tibial components) due to joint instability is characterised by: femoral component: ingrowth surface covered with bone, a well-fixed component. Severe scratching on bearing surface. Tibial baseplate: ingrowth surface covered with bone, well-fixed component. Polyethylene insert: an uneven wear scar, posteriorly displaced and with slight internal rotation of the femoral component in relation to the tibial insert. Catastrophic plastic deformation and fracture on medial condyle (posteriorly). Bearing surface shows severe wear and oxidative degradation characterised by burnishing, cracking and brittle fracture (medial condyle). There is also localised subsurface delamination on the bearing surface on both condyles, insert. Severe discolouration (yellowing) on the bearing surface indicating lipid absorption that precedes oxidation. Severe burnishing wear on the back surface. Wear mechanisms includes burnishing, scratching, plastic deformation, delamination, and pitting. Conclusion: the most notable feature is asymmetric severe wear on the tibial insert indicative of misalignment of the mating surfaces confirming joint instability that resulted in posterior fracture and revision.